Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt could not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with a monitor) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation the electrode belt has bent trunk cable connector pins. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt.